Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately at 7:30am, one morning in (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of ¿191 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with levemir insulin at night and novolog insulin in the morning which he self-adjusts. He reported that after obtaining the alleged inaccurately high result, he administered 5 units of novolog based on the sliding scale. He reported that 30-45 minutes later, at around 8:00-8:18am, he became ¿lightheaded, sweating and dizzy¿. He reported that he immediately obtained a blood glucose result of ¿56 mg/dl¿ on another meter (contour), and self-administered glucose tablets to treat his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca documented that the patient¿s test strips had been stored correctly and were within expiry date. The cca walked the patient through a control solution test and the result of 135 mg/dl fell within the expected range of 121-164 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Light headed, sweating and dizziness, after obtaining an alleged inaccurately high blood glucose result on the subject meter and injecting insulin based on a sliding scale.